Manufacturer narrative:
The customer declined service and repair of the device, and the device was returned unrepaired. No other information was provided.

Manufacturer narrative:
Report date: 02sep2021

Event description:
It was reported that during use the ventilator had an alarm that sounded and then the unit stopped operating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The local philips representative inspected the device and could not power the unit on to check the ventilator diagnostic report. In addition, it was found that the lead wire connected to the power management board was off. The customer was provided with a quote for service and replacement of the cpu board, motor controller board, and power management board. Further information is pending.